Event description:
Addendum (B)(6) 2022: the doctor was performing the cut function at the time the event occurred.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Customer does not know the name of the procedure, when during the procedure the event occurred, what the settings were, if there was a delay in the completion of the procedure, or if the patient needed additional anesthesia.

Manufacturer narrative:
Full name of the facility is (B)(6) hospital. A review of the device history record found no deviations or abnormality that could have caused or contributed to the reported issue. Particular areas of review are ultrasonic output, ultrasonic oscillation, resonance frequency, and appearance. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the probe was broken off 16 mm from the tip. There was a black discoloration on the probe fracture surface. The cracks spread from the black discolored part. There were no scratches around the starting point of the probe rupture. A likely mechanism causing the broken probe might be the following: only the distal end of the probe was pushed forcefully against the tissue while the output was activating, or the output was activating while twisting the scissors with grasping the tissue. This might have caused the probe to crack. The output was activating with cracks in the probe. As a result, a force might have been applied to the probe this caused the probe to break at the cracks. The instructions for use includes the following statements that warn against the issue: do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound. Do not apply the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. The probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during an unknown therapeutic procedure the tip of the device probe broke and fell into the patient body. The broken piece was retrieved from the patient body. The procedure was completed with another similar device. There is no harm or adverse impact to the patient. It is unknown if there was an error message displayed on the generator. The device has been used in only three procedures in all. Whether the device was inspected before use is not known.